Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient was unable to set their ipg to MRI mode due high impedances on both lead extensions. As a result, the patient underwent surgical intervention during which the lead extensions were explanted and replaced. The impedance issue cleared and effective therapy was restored post-operatively.